Event description:
Healthcare professional reported "a right side rupture as well as bilateral exchange from textured to smooth due to concern with the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "a right side rupture as well as bilateral exchange from textured to smooth due to concern with the product." Device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side radius assessed as unidentified (tear) opening.